Event description:
No additional information.

Manufacturer narrative:
Correction: previously submitted lot number corrected to unknown. Customer was unsure about which lot number was involved in the incident. Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: "smart site valves snapped". The product in use at the time is reported to be a 2000e7d from either one of the two batch numbers 1026824 or 1027530. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; where a review of the production records for lot 1026824 and 1027530 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim: it has been reported that one of the smart site valves snapped - item (B)(4) she was unable to remove it even with pliers and he was heavily bleeding so she had to take him to hospital for it to be removed. She advised it took the hospital 2.5 hours to remove it. It will be one of two batch numbers 1026824 or 1027530, its more likely to be 1027530¿